Event description:
Customer called to report that there appears to be a hair or "fuzz in one of the syringes. The particle was noticed while reconstituting the product and there was no patient impact. Unable to determine which syringe the particle was orginally in. The customer reporter that the patient was present, and that the surgery was successfully completed using a second floseal kit.